Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient admitted to the hospital for management of a (B)(6) driveline infection and was to be discharged home on intravenous (IV) antibiotics. The patient then had a fall with loss of consciousness on (B)(6) 2021. The patient had a head computed tomography (CT) scan taken, which was negative. The patient had seizure like activity and became unresponsive on (B)(6) 2021. They were hypertensive with mean arterial pressures (maps) of approximately 125 mmhg. They were transferred to the intensive care unit (ICU) and received a head CT, which showed a large hemorrhagic stroke with midline shift. The patients family decided to pursue comfort measures and the patient expired on (B)(6) 2021 at 17:34.